Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation, and the patient experienced coma, malignant arrhythmia, and death. The atrial fibrillation ablation surgery proceeded normally, and the equipment did not experience any related malfunctions. However, the patient fell into a coma with no consciousness, and with pupils dilated. Subsequently, malignant arrhythmia occurred, and immediate measures such as electrical cardioversion and manual compression were taken for rescue. Unfortunately, the rescue efforts were unsuccessful. Intervention included ventilator, manual chest compression, electrical defibrillation. The physician had no idea on what the cause of the adverse event was because the situation was so urgent that there was no time for further examination. Force visualization features used were graph, dashboard, vector and visitag. The parameters for stability were 2.5mm 3s. There were no errors reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation, and the patient experienced coma, malignant arrhythmia, and death. The atrial fibrillation ablation surgery proceeded normally, and the equipment did not experience any related malfunctions. However, the patient fell into a coma with no consciousness, and with pupils dilated. Subsequently, malignant arrhythmia occurred, and immediate measures such as electrical cardioversion and manual compression were taken for rescue. Unfortunately, the rescue efforts were unsuccessful. Intervention included ventilator, manual chest compression, electrical defibrillation. The physician had no idea on what the cause of the adverse event was because the situation was so urgent that there was no time for further examination. Force visualization features used were graph, dashboard, vector and visitag. The parameters for stability were 2.5mm 3s. There were no errors reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31581089l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: g 4. PMA/ 510(k) has been updated from p030031/s053 to p030031/s078. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under PMA # p030031/s078. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).